Event description:
It was reported that stimulation could not be adjusted. Additionally, a display showed a "call your doctor" icon. An oor condition was reported. The patient was having dyskinesia and confusion and had been using the patient programmer to adjust settings. There was no known accident or incident related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implantable neurostimulator model 37602 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk extension; model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; patient programmer model 37642 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3389s serial # (B)(4) implanted: (B)(6) 2006 explanted: unk.